Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two discordant cardiac troponin I (tni) patient sample results obtained on a dimension® exl¿ with lm system. Siemens is investigating the event.

Event description:
Two discordant cardiac troponin I (tni) results were obtained from two patient samples on a dimension® exl¿ with lm system. The discordant results were reported to the physician(s) and questioned. The same samples were reprocessed on the same system. The reprocessed results were considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
Correction: (20-jan-2023): examination of the data revealed that sample ID (B)(6) was processed on 13-jun-2022 rather than 10-jun-2022. Additional information (20-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The instrument data indicated an atypical sample aspiration for sample ID (B)(6). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting, replacing the sample metering and flush syringes. Hsc considered this to be the primary cause of the event. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00171 was filed on 01-jul-2022. MDR 2517506-2023-00067 is filed for the same event.